Manufacturer narrative:
(B)(4)

Event description:
It was reported that several episodes of noise was observed on the rv lead. No shocks were delivered and pacing inhibition was noted. No anomalies were present under visualization and noise was not reproducible. No abnormal electrical measurements were noted. The lead was capped on (B)(6) 2016 and a new lead was implanted. Patient was stable post procedure.